Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the video was performed with the naked eye. This video showed the total parenteral nutrition bag being handled by staff. The staff member handling the bag could consistently demonstrate a leak coming from the spike port weld by squeezing the filled bag. The reported condition of this complaint was verified based on photo analysis. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the connection port. This event occurred before use of the device. There was no patient involvement. No additional information is available.